Event description:
It was reported that an asymptomatic patient presented in clinic for a pacemaker diagnostic check on a device that has historically had inappropriate mode switching due to oversensing on the atrial channel. Upon interrogation, atrial oversensing was noted. The device was reprogrammed successfully, adjusting for atrial sensitivity. Patient was stable after the event.